Manufacturer narrative:
(B)(4). Date sent: 2/4/2022. D4: batch # 407a27. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one long60a device was returned with no apparent damage and with a gst60w partially fired 1/16 reload loaded on the device. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. The device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. The instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the surgical procedure? What was the diagnosis of the patient? What was the device fired on? What were the indications for the procedure? Can you provide details of the pre-operative chemotherapy and radiation the patient may have received? Did the or staff leave the retaining cap on prior to loading the device? What was the product code of the products used? What anatomical structure was device fired upon? What is the operating rooms staff experience with the device? How long after the procedure did the fistula present and how was the fistula addressed?

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please specify what is the alleged quality issue for the mcm20 ? There was no quality defect noted on the mcm20. The device was just used during the intervention. Following the procedure, the patient developed a digestive fistula. At the closing of the device, the first two staples come out slightly which blocks the stapling and the advance of the blade, as well as the reopening of the device. This is a defect which necessitated the change of device. Currently the patient is at home, but his chemo had to be postponed because he lost quite a lot of weight. He was operated on this fistula for peritonitis, then had an oesophageal prosthesis implanted. This extended his hospital stay until the prosthesis was removed and he was refeeding. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, in order to achieve a stapling, we introduce the clamp into the digestive tract to be stapled, and we close the clamp. In the case which interests us, on closing, the clamp started to bring out the first two staples, which blocked the system. Surgeon had to open the clamp manually, change the recharge and try a new staple. New blockage. In addition to the time wasted, the need for a new clamp and three wasted recharges, the tissues pinched three times for nothing must not have liked. No patient consequence report.